Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopy umbilical hernia repair on an unknown date and mesh was used. Following the procedure, the patient developed redness over the umbilicus that is not going away. The patient experiences itching around the area. The patient underwent mesh removal on (B)(6) 2013. The patient had an infection.

Manufacturer narrative:
(B)(4). The removed mesh had no organisms and all cultures were negative. However, the symptoms resolved once mesh was removed.